Manufacturer narrative:
Continuation of d10: product ID: {non-medtronic post-implant bav}; product lot/serial number {unknown}; product type: {balloon aortic valvuloplasty}; implant date: {n/a}; explant date: {n/a} product ID: {d-evolutfx-2329}; product lot/serial number: {unknown}; product type: {0195-heartvalves}; implant date: {n/a}; explant date: {n/a}. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that following the implant of a transcatheter valve, under expansion of the valve frame was observed. Subsequently, a post-implant balloon aortic valvuloplasty (bav) using a 24 millimeter (mm) non-medtronic balloon was performed while the patient was rapidly paced. Upon removing the balloon from the valve, the valve dislodged into the ascending aorta. It was reported that prior to valve dislodgement, the implant depth on the non-coronary cusp (ncc) was 3 mm, and the implant depth on the left coronary cusp (lcc) was 3 mm. Subsequently, a non-medtronic transcatheter valve was successfully implanted. Per the physician, the post-implant bav caused the valve to dislodge.

Event description:
It was reported that following the implant of a transcatheter valve, under expansion of the valve frame was observed. Subsequently, a post-implant balloon aortic valvuloplasty (bav) using a 24 millimeters (mm) non-medtronic (true) balloon was performed while the patient was rapidly paced. Upon removing the balloon from the valve, the valve dislodged into the ascending aorta. It was reported that prior to valve dislodgement, the implant depth on the non-coronary cusp (ncc) was 3 mm, and the implant depth on the left coronary cusp (lcc) was 3 mm. Subsequently, a non-medtronic transcatheter valve was successfully implanted. Per the physician, the post-implant bav caused the valve to dislodge. Additional information was received that a medtronic (confida) guidewire was used for the procedure. The deployment starting point was at the bottom of the pigtail catheter. The second valve was deployed at the annulus and the first valve was above the annulus in the ascending aorta.

Manufacturer narrative:
Updated: a4, b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.